Event description:
It was reported that the patient received inappropriate shocks due to noise. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported noise and inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the noise and inappropriate therapy could not be determined.